Event description:
Brakes not holding, no injury reported. The connecting rod was broken at the pts foot section; installed the brake/steer upgrade. All four casters swiveled in the brake position; replaced all four casters. Bed now checks out fine.